Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the tampon string was wrapped around the pledget and inaccessible for removal. About 10 to 15 minutes after insertion she was able to manually remove the pledget. She did not experience any adverse health affects and did not seek medical attention.